Event description:
It was observed that during the device evaluation, the ultrasound broncho fiber videoscope's image was black, incompatible scope error e315 occurred, and there was black liquid drainage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material cannot be identified. It is likely that an electrical problem traced to component failure led to the image and error code malfunctions. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.